Event description:
Leica microsystems received a verbal complaint regarding sub-optimal processing resulting in hard tissue using peloris 1px tissue processor serial number (B)(4) during attendance at a pre-arranged appointment at the histology department of the (B)(6) medical center on (B)(6) 2012. The sub-optimal processing identified by the complainant was derived from the "6 hour protocol" protocols started in retort a at 5:50pm and in retort b at 17:10 pm on (B)(6) 2012. These protocols comprised 102 and 113 cassettes respectively, based on information entered into the instrument software by the user. On (B)(4) 2012, leica microsystems received information that 35 blocks were not diagnosable and 215 blocks were compromised.